Manufacturer narrative:
There was no patient involvement. The device manufacturer date is not available at the moment. It will be provided in a supplemental report. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He replaced the cardioplegia bridge. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water from the cardioplegia bridge during cleaning. There was no patient involvement.